Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Photographic analysis: three photos were provided; picture one shows a device inside of its blister. The closing trigger and the anvil are closed and the firing trigger is open. The device is loaded with a white reload. The knife indicator can be seen partially advance. This condition on the device would not allow the device to open. Picture two and three shows the anvil of a device. The jaws are closed and with a white reload loaded. The knife indicator can be seen partially advance. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that could not fire farther and could not return the blade. During the endoscopic radical gastrectomy, after installed the reload, could not fire with ec60 and ecr45d after fired 1/3, also could not return the blade, used manual override lever but not work, then the surgeon used blade to cut the tissue. Another device was used to complete the surgery. There were no adverse consequences to the patient.